Event description:
It was reported to philips that the system could not x-ray. A reboot was attempted, after which the device would not boot up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the power supply for the flat detector. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device had no x-ray, user restarted the system and device wouldn't boot up. The fse investigated the system and found that the fvpc (flex vision pc) was not booting and the boot button needed to be pressed manually to start up. The fse confirmed that the exposure was normal after the manual bootup. Review of the system logs showed the side fd (flat detector) control error and the problem was with the ps (power supply) fd unit. The fse replaced ps fd unit to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.